Manufacturer narrative:
Eval code: device was not returned for eval. The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on the (B)(4) 2013, via email by the polyform distributor (boston scientific) that they have received a complaint on the (B)(6) 2013, regarding a polyform product from a pt's legal rep. The complaint states that as a result of the polyform implant (date of implantation is (B)(6) 2007), a pt injury occurred. The pt is identified as "(B)(6)". Her date of birth is unk; her weight and height detail are unk. The hospital where the implantation procedure took place is the (B)(6), USA. The physician who treated the pt is dr (B)(6). The polyform part number and lot number have not been provided. No other info regarding the product or the pt is available at this time.